Event description:
Feeding extension tubing was attached to feeding syringe per usual, (B)(6) then attached to pt's nasogastric tube. Feeding initiated on medfusion pump per usual with mother holding infant. Noticed that back end of purple connection port of feeding extension tube was leaking where it should not be expressing any milk. Feeding was immediately stopped and extension tubing set was replaced with a fresh extension tubing set and then new set was monitored for leaks upon feeding restart. No harm was done to pt just a malfunctioning piece of equipment.